Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the trunk cable was pulled from strain relief, pulling the j702 off of the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.